Manufacturer narrative:
Correction b5: medtronic received information that the customer used cannula 77016 during a first operation, removed it, but didn't realize a small piece was missing. Two days later, upon discovering stenosis, they operated on the patient again and found the small piece of cannula that had migrated in a vessel. They are unable to provide more information on how this could have happened. The patient was being operated on for for a type a aortic dissection with replacement of the flex thorax aortic arch plus bental under cec. Postoperatively, haemodynamic aggravation with the need for amine increases, hyperlactate increase and mottling of the lower limbs. A CT scan was performed on (B)(6) 2025 which found stenosis of mixed origin on the common carotid arterial bypass graft/native right common carotid artery requiring surgical revision on (B)(6) 2025, during which the end of the aortic cannula used during surgery was extracted from a vessel. Current condition of the patient: revision surgery. Embolic risk. No immediate consequences actions taken in the healthcare establishment for the care of the patient: the piece of the device has not been kept for expertise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of a dlp pediatric one-piece arterial cannula, it was reported that during surgery on (B)(6) 2025 for coronary artery bypass surgery. Postoperatively, hemodynamic aggravation, mottling of the lower limbs was noticed. CT scan was performed on (B)(6) 2025, and it shows stenosis of mixed origin on the carotid arterial bypass requiring a surgical revision, during which the end of the aortic cannula used during the 1st operation was found, and was removed from a vessel.